Event description:
It was reported that this implantable pacemaker was not able to be interrogated. Suspicions of the device entering in safety mode were raised. It was decided to explant and replaced this device. This device is expected to be returned for analysis. No further adverse patient effects were reported.

Event description:
It was reported that this implantable pacemaker was not able to be interrogated. Suspicions of the device entering in safety mode were raised. It was decided to explant and replaced this device. This device is expected to be returned for analysis. No further adverse patient effects were reported.